Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after eating a chicken pot pie and salad while not announcing the meal on the ilet system, and blood glucose fell to 44 mg/dl before recovering. Symptoms included clamminess. Outcomes included transient hypoglycemia outside the target range for about 30 minutes, which was corrected without medical intervention using oral carbohydrates including toast and orange juice, and blood glucose stabilized above 70 mg/dl. Investigation included customer support troubleshooting and education on proper use, including the importance of meal announcement. Investigation of this case revealed no device alarms or malfunctions reported and use of a cd infusion set at the time, with the event considered user-related given the lack of meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.